Manufacturer narrative:
Concomitant products: product ID: 37743fa, serial# (B)(4), product type: programmer, patient. Product ID: 977a290, lot# va0tbem018, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported by the patient that their pain stimulator was not working correctly and they had stimulation in an undesired location. They had reprogramming performed and stimulation was in their neck to shoulder on the right side instead of the left arm and ulnar nerve. Initially after reprogramming, stimulation was covering the correct arm but also going down to other arm to chest to leg. They noted that they are only able to adjust by turning stimulation off. Relevant medical history included spinal pain. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.